Event description:
Patient reported that the one touch basic enhanced meter was giving the not ok message during a test. This issue was not resolved with troubleshootng. There is no adverse event or serious injury reported. No further clinical information was provided.